Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 250 mg/dl in the morning. Reportedly, the elevated bgs were due to the customer's breakfast. The customer administered a manual injection to address bg level. Additionally, it was reported that the customer received multiple cartridge alarms (cartridge alarm 19) during the load process. The customer's bg level was 298 mg/dl, which was addressed with manual injections. It was recommended that the customer discuss diabetes management with health care provider.